Manufacturer narrative:
A spacelabs technical support representative advised the user to restart the exhibit central station. The customer has not provided any additional information at this time. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
While monitoring a telemetry patient at a xhibit central station, the customer stated that the displayed heart rate appeared to be inaccurate and would only update when a user interacted with the patient zone. There was no patient or user harm associated with this event.

Manufacturer narrative:
Follow up attempts were made to gather additional information. Logs for the device were unable to be gathered due to insufficient information regarding products involved. The customer confirmed that restarting their xhibit central station software resolved the failure and they have no further reports. While the customer confirmed restarting their xhibit central station resolved the issue, cause of failure could not be determined.